Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to: prolapse, post hysterectomy, midline cystocele, lateral cystocele and mixed urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to erosion. (B)(4) - urinary problems; undefined recurrence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent removal of vaginal mesh from the anterior vaginal wall and cystoscopy on (B)(6) 2013 due to extrusion of vaginal mesh into the vagina. (B)(4).